Manufacturer narrative:
The insulin pump had an intermittent act, up button, and down button response due to flattened (creased) buttons dome switch. There were no unexpected numbers ramping/scrolling during testing. The pump had cracked battery tube threads, a cracked reservoir tube lip, and a cracked case at the reservoir tube window corner.

Event description:
The customer reported via phone call that her daily totals only show the last 3 days and she cannot scroll back to the top. Customer stated that the up and down arrows are not fully responding. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that she has a low blood glucose due ot her medication.